Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to video communication failure between the subject device and the processor due to the camera cable break of the subject device which occurred by applying some kinds of strong external force. The camera cable break might have occurred by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4) for evaluation. At the incoming inspection for the repair, the service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the camera cable break of the subject device which might have caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the preparation for an endoscopy examination. The image of the subject device and monitor was dark. The intended procedure was completed with another similar device. There was no report of patient injury associated with this event.